Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va045cb, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va045cb, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
A manufacturing representative reported an out of regulation (oor) error code was displayed on the patient programmer. The manufacturing representative had been contacted by a nurse and the nurse planned to meet with the patient on (B)(6) 2015. The manufacturing representative was unable to replicate the impedance abnormality with the clinician programmer. The patient's health care provider (hcp) decided to replace the implantable neurostimulator (ins). The patient's indication for use is essential tremor and movement disorders.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. Testing of the ins was performed to see if the oor (out of regulation) warning was working properly. As received, both devices were set to constant voltage mode. To test the constant voltage mode, specific parameter settings and impedances were required to confirm proper function. Testing of the constant voltage mode was compared to a known good device as well as to what was performed in dvt design testing. An 8840 programmer was used to set the explanted device and the control device to the parameters listed: pw = 450us rate = 200hz electrodes = e1(+), e0(-) with the programmed settings, the maximum amplitude the ins can be set to is 7.4v. With these specific parameters set, oor warning will appear once the allowed impedance is reached when increasing amplitude. Explanted device: battery = 2.96v pw = 450us rate = 200hz impedance at which oor occurred = 63o known good control device: battery = 2.9v pw = 450us rate = 200hz impedance at which oor occurred = 88o testing of the constant voltage mode showed the explanted device functioned similarly as the known good device and was consistent with dvt design testing. No anomalies were observed with both returned devices.